Event description:
Unomedical reference number (B)(4). Event occurred in germany. On (B)(6) 2024, the patient wife reported that patient had an abscess at abdomen (at an old infusion site) which was surgically treated previously. No further information available.